Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Several photos were provided for further evaluation. The provided photos were visually evaluated per specification for damaged tip, subject matter expert (sme) was unable to view the tip of the vial spike in any of the pictures provided, the label, syringe, and the vial used during the procedure were noted. However, pictures do not show the coring of the tip reported by the customer, therefore the defect was not confirmed. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: aneasthetist was using a micropin to draw up propofol from a vial and noticed a plug of rubber in the syringe. No injury reported.